Event description:
Additional information noted that noise was suspected on the rv lead as the patient experienced dizziness, and the issue was resolved by changing the setting of rv lead output.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing pauses were noted on the electrocardiogram thus the patient was seen for a follow up. Upon interrogation of this implantable cardioverter defibrillator (ICD) that an increase in pacing thresholds was noted as well as noise. The device was reprogrammed. Insulation damage and a lead fracture was alleged on both the right atrial (ra) lead and right ventricular (rv) lead, thus the patient was hospitalized. The measurements will be checked and the next form of action will then be decided. No adverse patient effects were reported. No further changes were made and the system remains implanted.